Event description:
A customer contacted stryker to report that the keypad of their device locked up during patient use. As a result, defibrillation therapy would not be available, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the keypad of their device locked up during patient use. As a result, defibrillation therapy would not be available, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.